Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during the removal of an acetabular cup in a surgical procedure, the ezout blade broke in half. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was confirmed on receipt of the blade. A supplier manufacturer device history review(DHR) was performed and all manufacturing specifications were met during the time of manufacture of this product. The returned blade was evaluated by the product subject matter expert (sme) where from the analysis carried out, the blade was potentially misused and cut against an obstructing object in the surgical site, due to the excessive wear observed on the outer front right side of the sample, wear patterns like this are consistent with misuse of the blade, and may induce micro-cracks in the sides of the blade. The fracture pattern observed on the returned sample suggests that a bending motion was also being applied to the part against the inner diameter of the blade, as though it was being used off axis, and may have occurred due to overload bending conditions experienced with off axis cutting. The instructions for use (IFU) for the ezout acetabular cup removal system (7202-001-700) include warnings under the section ¿to operate the handpiece¿ that outline the user is not apply excessive pressure in the form of bending, prying or excessive twisting, which may result in the bend or fracture of the blade or attachment. The IFU also contains a warning to always keep the device in line with the implanted cup axis and engaged with the plug while cutting.

Event description:
It was reported that during the removal of an acetabular cup in a surgical procedure, the ezout blade broke in half. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.